Manufacturer narrative:
On june 17, 2015 it was prepared a final report with the information collected during the investigation, already reported in the initial report. On june 24, 2015 the report was sent to the initial reporter and the case was closed.

Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on 04/17/2015: lot 145888: (B)(4) stems manufactured and released on 10/29/2014. No anomalies found related tot he problem. To date, (B)(4) stems of the lot have been already sold without any similar issue. On 03/24/2015, it was communicated that no items will be returned back. Clinical eval performed on (B)(6) 2015 by the medical affairs director: femoral fracture the day after tha reported due to fall in an elderly pt. No relevant observations from the device point of view.